Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms could not be confirmed as no log files were submitted for review. A specific cause for the alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant, the surgeon had to remove the heartmate 3 (hm3) from the mini apical cuff after hemodynamic compromise and poor ventricular assist device (vad) flow occurred. Two attempts were made to re-lock the hm3 in the mini apical cuff after the areas affected by surgical bleeding were sutured. The surgeon then placed a stitch and used it to help leverage the cuff to secure; this was successful. When the hm3 restarted, bleeding was observed from the back of the pump; it was unclear where the bleed originated from. The hm3 was reinserted into the cuff, turned and locked successfully. Bleeding was still observed, but it was an acceptable postoperative level. The patient was transferred to the ICU and was progressing well. Related manufacturer's reference #: 2916596-2021-07238.